Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial report submission. Based on the results of the investigation, the e315 error was not reproduced but likely occurred. The failure was due to water invasion of scope connector or adhesion of foreign material. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (e216 scope communication error code) was confirmed due to a broken charged coupled device (ccd) unit. The e315 scope error code was not confirmed. In addition, the light guide lens was broken, the gap on the up/down knob was out of standard value, and there was a dent on the adhesive part between the bending section and insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer that an evis lucera elite colonovideoscope had scope errors e315 and e216 displayed during maintenance. The diagnostic procedure was completed with a similar device. There was no procedural delay or no patient harm associated with the event. This report is being submitted for error code e315.